Event description:
Reporter indicated that a dell hhd computer's screen would freeze. Flashcard removal and reinsertion reportedly would not resolve the event. The hhd and flashcard have been received and are willing analysis.